Manufacturer narrative:
One cartridge of novorapid flexpen and 1 levemir flexpen have been returned for eval. Action taken to suspected products: dose decreased. The outcome was recovered. Samples received in novo nordisk for analysis. Analysis result: product name: levemir flexpen .0024 mol/l. Batch: yp51475. Exp date: 11/2012. Pen parts/mechanism: technical, visual, and functional examinations were performed. Due to an insufficient amount of product returned for investigation, it has not been possible to perform relevant investigations on the pen mechanism. The internal parts were, however, found to be normal. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk (B)(4). Due to insufficient complaint sample material a reference sample check was performed. A reference sample check showed nothing abnormal. Product name: novorapid flexpen 100 u/ml. Batch: yp51210. Exp date: 09/2012. Investigation and results: pen parts/mechanism: technical, visual, and functional examinations were performed. During test/investigation of the pen, it has not been possible to detect any irregularities. Cartridge/preparation: during test of the product, it has not been possible to detect any irregularities. The product was found to be normal. Nothing abnormal was found with the device mechanism nor with the preparation. Product info: product name: novofine g31. Batch: na. Investigation and results: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint in (B)(4). The observed problem is due to incorrect handling during use. Final comment from the MFR: as limited info about the handling of the needle and the pens, it is not possible to find a root-cause or similar cases for the events. In addition the needle was blocked by dried insulin upon receipt, making it very unlikely the needle should be related to the experienced hypoglycaemic events. However the reporting rate for hypoglycaemic related-events regarding novofine 31g is very low and stable and novo nordisk (B)(4) do not see this as a safety concern. Reporter comment: hcp (health care professional) thinks the event was caused by uncontrolled and unreasonable administration of novorapid. Since hypoglycaemia was at night time, hcp does not deny the relation to levemir. At the same time hcp does not exclude that the child did novorapid injections without the knowledge of mother to correct diet biases, neither hcp nor nn employee saw the cartridges to confirm that they were not full. Eval summary: the observed problem is due to incorrect handling during use.

Event description:
The cartridges not completely filled [product quality issue]. ([Hypoglycaemia], [hypoglycaemic seizure]). Case description: the incident does not represent a serious public health threat. Medical device info: (B)(4). This spontaneous case from (B)(6) was reported by an endocrinologist as "blood glucose decreased to 0.7 mm with loss of consciousness and convulsions", "the cartridges not completely filled" and "night hypoglycaemia" concerns an (B)(6) female pt treated with novorapid flexpen from (B)(6) 2010 and ongoing and other suspected product levemir flexpen from (B)(6) 2010 due to type 1 diabetes mellitus. (B)(6). Medical history: type 1 diabetes mellitus diagnosed in (B)(6) 2009 and previously treated with lantus (insulin glargine) and humalog (humalog). Due to non-serious episodes of hypoglycaemia and hyperglycaemia the pt switched to novo nordisk insulin's and felt better. On (B)(6) 2010, a new pack of levemir flexpen was opened. On (B)(6) 2011, the pt's mother started on a new pack of novorapid flexpen and claimed the cartridges were not completely filled. From (B)(6) 2011, while using the suspected cartridges, the pt began to develop night hypoglycaemias. From (B)(6) 2011 to (B)(6) 2011, glucose levels were 1.9-3.9 mmol/l. From (B)(6) 2011, the dose of levemir was therefore reduced. In the night on (B)(6) 2011, the pt's glucose level decreased to 0.7 mmol/l and at 00:00 o'clock on (B)(6) 2011, the pt experienced loss of consciousness and convulsion. Last dose of levemir (2 iu) was taken 4 hours prior to the event and last dosage of novorapid 6 hours prior to the event. The mother gave sugar solution to the child per os, while ambulance personal administered 40% glucose intravenously, and blood glucose reached 3.4 mm. The pt was hospitalized at the endocrinological dept. The pt is still hospitalized and the plan is to switch her to an insulin pump.